Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported late onset endophthalmitis due to (B)(6) infection. The infection did not arise until somewhere between the four to six weeks post operative period. The patient had previously been very pleased with her vision. She was evaluated on an emergency basis approximately six weeks post op with severe inflammation and vision of 20/400. She was evaluated immediately by a local retinal specialist who had treated her with a few intravitreal injections as well as topical antibiotics. Ultimately, the infection would not clear and because the location of the infection was noted to be within the capsular bag and behind the iol, the retinal specialist made the decision to explant the iol and capsule completely along with a vitrectomy. She is currently now aphakic and without a capsular bag.